Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) of discrepant results associated with vitek® 2 nh ID test kit. The customer reported that the nh ID card identified the bacterium campylobacter coli, but using another testing method (api campy) resulted in campylobacter jejuni. Internal investigation was conducted. The customer submitted a campylobacter jejuni survey isolate (2017-06 survey 33). The submitted isolate was subcultured and incubated in microaerophilic conditions at 42° c. Testing included individual organism suspensions on nh ID cards from the customer's lot and a random lot. Vitek® ms testing was also performed. A total of eight nh ID cards were tested, all resulting in very good identifications of neisseria cinerea. Vitek® ms resulted in the expected identification of campylobacter jejuni with a 99.9 % confidence value. A review of the customer's data against expected reactions for identification of campylobacter jejuni demonstrated four atypical negative reactions (pyra, pvate, dmlt, ops) contributing to the misidentifications. A review of the internal neisseria cinerea data against expected reactions for identification of campylobacter jejuni demonstrated six atypical negative reactions (pyra, pvate, dmlt, ops, odc and iglm) contributing to the misidentifications. Only one reaction was positive on internal testing (leua) suggesting possible strain viability issues with extended transportation. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The investigation concluded the customer submittal is an atypical organism strain.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 nh test kit. The customer reported that the nh card identified the bacterium campylobacter coli, but using another testing method api campy resulted in campylobacter jejuni. The customer reported that c. Jejuni is likely the correct results because hippurate hydrolase test result was positive. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.